Manufacturer narrative:
Evaluation results: patient condition affected effectiveness of device (physician commented that difficulty to block the blood flow was due to anatomic locations). No device returned. No results available since no evaluation performed (device or procedural images not provided for review). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (physician commented that difficulty to block the blood flow was due to anatomic locations). Unable to confirm complaint (device or procedural images not provided for review). (B)(4).

Event description:
The physician was using a mo.ma ultra 6f ID cerebral protection device to treat a lesion in the left internal carotid artery, type ii aorta ,(vessel diameter: 4.75-8.2 mm, 75% stenosis). The bifurcation of the superior thyroid artery was the proximal side of mo.ma balloon. The physician successfully delivered mo.ma to the lesion and inflated the proximal/distal balloon. However, the mo.ma failed to block the blood flow as bifurcation of sta was proximal side of mo.ma balloon. Physician used an additional protection device (carotid guard wire) and completed the operation procedure. Physician commented that difficulty to block the blood flow was due to anatomic locations. 0% stenosis remained after stenting procedure. No health hazard was caused to the patient. It was reported that the event was not related to the device and procedure.